Manufacturer narrative:
Mindray service using an ECG simulator and a representative td60 (the serial number (B)(4) involved in the case is unknown) verified that the benevision dms was accurately generating audible and visible asystole alarms. System logs and patient database were reviewed, and no malfunction was observed. The logs and patient database show that on (B)(6) 2021 between 11:27am and 11:44am, thirteen (13) asystole alarms were generated the identified patient. On (B)(6) 2021 from 11:28am to 11:44am the alarm reset function was selected eight (8) times and the alarm pause function was selected eleven (11) times which silenced the audible alarms.

Event description:
The customer reported that on (B)(6) 2021 between 11:27 am and 11:44 am a patient was being monitored on a td60 telemetry device and experienced an asystole episode. The technician/user reported no audible alarm was generated. The patient expired.